Event description:
Failure to alarm wound being treated and dressing keeps falling off and machine not alarming. Patient is lying on wound so air can not escape to allow leak alarm to register. District nurse also mentioned area around skin quite hairy so difficult for film to maintain seal and suction on intermittent.

Event description:
Wound being treated with tnp and dressing keeps falling off and machine not alarming. Patient is lying on wound so air cannot escape to allow leak alarm to register.